Manufacturer narrative:
The device was not returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the that the pump head was defective/damaged. The pump had a poor water supply. No patient harm reported.

Manufacturer narrative:
The device was not returned to olympus for evaluation; however, the device was repaired by the field service and confirmed the customer failure. The most probable cause of the identified failures is cause traced to component failure. A definitive root cause however cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU):** 7.2 checking the flow rate the pump head is a consumable. Its performance will deteriorate as the number of usages increases. The pump head may have deteriorated if the flow rate is low, if the strength of water flow seems weak or if it takes a long time for water to appear. If the contents of chapter 10 ""troubleshooting"" do not help you to solve the problem, measure the water flow as shown below. If the water rate is insufficient we recommend that you replace the pump head". Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the that the pump head was defective/damaged. The pump had a poor water supply. No patient harm reported.